Manufacturer narrative:
The device is unlikely to be returned to the manufacturer for analysis as it still is currently implanted to the patient. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A customer reported that the id3301l duragen 3x3 1 pack ce was melted and tore on (B)(6) 2019. The specialist requested a 7.5 cm x 7.5 cm duragen patch for the closure of the dura. The moment the patch was rehydrated with the cerebrospinal fluid, it changed its texture and became a slimy sponge that melts and tears. There was a few minutes delay in surgery. It was reported that the patient was hospitalized and duraseal was placed for reinforcement of the patch. Additional information received on 13sep2019 indicating that the procedure performed was for a frontal brain tumor. After the product problem occurred, duraseal was applied to cover the part of the defect that did not cover the patch as it shrunk too much. There were no adverse consequences due to the delay in surgery.

Manufacturer narrative:
Based on the lot documentation review, the reported lot complied with all release requirements. Also, critical parameters related to the reported condition were evaluated and no anomalies were observed. No sample was returned for evaluation since the product was used; nonetheless, lot 2461255 retain samples were tested and the results were within specifications. Therefore, it is concluded that the reported condition is not related to the product¿s manufacturing process and thus the root cause for this event is undetermined.

Event description:
N/a.